Event description:
Complainant alleged that while cardioverting a male patient (age unknown), sparks were emitted from the pads during discharge and after removing the electrode pads, burns were found on the patient. Complainant indicated that the patient sustained sternal burns. No further information was available.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.